Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No additional event or patient information is available. Data was received but investigation window does not reflect the alleged device and the alleged issue. Confirmation of the allegation could not be determined. The root cause could not be determined.